Event description:
Customer alleges discrepant results with meter: date: "this week", inratio: 5.3. "Last week", 4.6. Patient's target therapeutic range is 2.5 - 3.5. Patient has hypothyroidism.

Event description:
It was reported that the right atrial lead exhibited noise. Inspection revealed an insulation break.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the proximal insulation was abraded through to the coil at 9.3 cm to 10.3 cm and 26 cm from the connector pin, due to friction with another device.